Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. The customer's blood glucose (bg) was 260 mg/dl. Upon follow up, the customer reported that the power source alert cleared and the pump could charge successfully. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.